Event description:
It was reported that the target lesion was 25 mm in length and the vessel diameter was 2.5 mm. The target lesion was located in the distal left anterior descending artery. After pre-dilatation, the xience v was delivered and crossed the lesion. During the first inflation, the balloon ruptured at 7 atms. The stent delivery system with the whole balloon was withdrawn from the pt and a post-dilatation was performed with a voyager nc 2.5x15 to complete the procedure. There were no pt effects. No add'l event or pt info was not provided.

Manufacturer narrative:
(B)(4). Balloon ruptures can be affected by numerous factors including, but not limited to, balloon damage during mfg, material discrepancies, interactions with other devices, pt anatomy, a previously implanted stent, lesion calcification or tortuosity, or insufficient preparation prior to use. In this case, it is possible that the balloon may have become scratched/damaged during interaction with the lesion/anatomy such that the balloon ruptured, as no damage was noted during preparation for use; however, this cannot be confirmed. In this case, although, there is no indication of a product quality deficiency, without return of the device, a definitive cause could not be determined.